Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s time and date had reset. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box data and history revealed no related alarms or issues. The pump properly retained the user programmed date and time settings upon removal of the primary aa battery. No damage or defect was found to the pump¿s internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.